Manufacturer narrative:
(B)(6).

Event description:
The customer reported a transpac IV monitoring kit, disposable transducer, 03 ml squeeze flush, macrodrip that had a white wire broken. The event occurred during priming of heparin saline using a philips monitor for blood pressure monitoring. There was patient involvement, no adverse event, and no delay in critical therapy. Testing and investigation was unable to confirm the complaint; however, there was a separation of the 48¿ arterial pressure tubing between the male and female luer. The end of the tubing had the presence of uv adhesive, but it had a tacky feeling. The probable cause of the tubing separation was the uv adhesive not being fully cured at the bond between the arterial tubing and female luer. This defect was due to a manual manufacturing process error in ensenada. A device history review for lot# 4071800 and relevant commodities were reviewed and no non-conformances were found that would have contributed to the reported complaint.